Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not working and drawer was not opening. The customer stated that water damage to the station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that water leakage in the pyxis station caused complete auxiliary damage, preventing the device from powering on. A field service engineer (fse) confirmed that the customer performed a full auxiliary swap due to water damage and informed the product support engineer (pse). The fse then carried out a proactive inspection and agreed with the decision to operate the station without the auxiliary.